Event description:
The lay user / patient contacted lfs (B)(4) on (B)(6) 2011, requesting control solution since he claims his one touch ultra 2 meter is giving him alleging inaccurate readings since (B)(6) 2011. The patient has poor eyesight; therefore, he could not provide all the reading he had felt were inaccurate on his meter. He provided a couple of the results : (B)(6) 2011 at 07:11am, 8.6 mmol/l , (B)(6) 2011 at 07:08am, 8.2 mmol/l and (B)(6) 2011 at 06:40am, 8.3 mmol/l. The patient mentioned that he is under '(B)(6)' in weight. He was previously taking 'glycoside' and recently visited his physician and his regimen was change to metformin. A medical surveillance specialist (mss) sent follow up questions and obtained the following information. On (B)(4) 2011, the patient developed symptoms of sweating and going to the bathroom every hour. At the time of the symptoms, the patient's blood glucose reading was 8.4 mmol/l (151 mg/dl). It is unknown what the patient's blood glucose reading was prior to the symptoms. The patient did not self-treat due to the symptoms. He went to a scheduled 3 month physician's appointment and was tested on their meter greater than 20 minutes from one another; however, the result was not provided. The patient was treated at the physician's office with metamorphine (oral tablet). A quality control test was not done since the patient did not have any control solution. The complaint is being reported since the meter reading did not correlate with his symptoms and was treated with oral medication at the physician's office.

Manufacturer narrative:
Follow-up #1 ((B)(4) 2011): correction:the meter involved with this complaint was returned to lifescan on (B)(4) 2011 and evaluated by lifescan product analysis on (B)(4) 2011 with the following findings: the meter has passed testing with no faults found. The initial 3500a report submitted on (B)(4) 2011 incorrectly indicated that the evaluation of the meter had already been completed at the time.

Manufacturer narrative:
The meter and tests strips were returned and tested. Product analysis found that the meter had passed testing and no problems were found. However, when the test strips came back and were tested, the control solution for the subject test strips were reading high. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed. The 510 (k) # k053529.